Event description:
It was reported that stent damage occurred. A wallflex biliary stent was selected for use. Prior to the procedure, it was observed that the stent was damaged, and the delivery system was damaged. The product was not used during the procedure. The procedure was completed using an alternative method. There were no patient complications as a result of the event.